Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles were coming inside the sheath via the valve when physician aspirated through faradrive. A farawave catheter was inserted into faradrive sheath. The troubleshooting steps included trying multiple times yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The selected faradrive sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. Inspection of the hemostatic valves confirmed the presence of silicone oil on each face of the valves and found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted. The complaint allegation was confirmed through analysis.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles were coming inside the sheath via the valve when physician aspirated through faradrive . A farawave catheter was inserted into faradrive sheath. The troubleshooting steps included trying multiple times yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.